Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the recommended changes were made. The patient was in stable condition.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a remote monitoring system. The device was reprogrammed and the oversensing issue was resolved.

Event description:
New information received notes that the asymptomatic patient presented to the emergency room after receiving a vibratory alert for non-sustained lead noise. Myopotential oversensing was suspected. Further reprogramming was recommended.

Event description:
New information received states that the patient presented into clinic complaining of presyncopal. The patient has been seen in clinic for noise. Further reprogramming was recommended and will be discussed with the physician. No further information is available.